Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e free!') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 18-dec-2019: the case (B)(4) (MFR# 2951250-2019-13071) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. No new information. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and inflammation outcome was unknown. The reporter considered inflammation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: event medical device removal was replaced with event pelvic pain. New event - inflammation and reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), flatulence ("gas"), constipation ("constipation") and nausea ("nuasea"). The patient was treated with surgery (robotic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, inflammation, flatulence, constipation and nausea outcome was unknown. The reporter considered constipation, flatulence, inflammation, nausea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events gas and constipation were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e free!') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.